Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the caller reported that about a month ago the patient started experiencing extreme discomfort and pain when they moved a certain way. The caller thinks the patient feels the pain/discomfort on the left side of their buttocks area. The caller noted that there is less pain/discomfort if the patient sits a certain way. The caller also stated that the patient had told them the ins was malfunctioning per the patient's managing hcp. The caller was under the impression that the patient's managing hcp checked the ins and determined it might be time for the ins to be replaced, but they wanted to get assistance from a mdt rep to confirm the status of the ins. The caller also mentioned that the patient told them their "device" was not working, but they weren't sure what that meant. The caller stated that the patient does not use the ins consistently, but they said the ins should not be turned off because the patient's hcp checked the ins about a month ago. The caller stated that the patient ha d an appointment scheduled with their managing hcp and mdt rep for yesterday, but the patient had to cancel the appointment because they were so uncomfortable. Agent reviewed that if the patient's discomfort was related to the ins, it could potentially be due to the stimulation being set too high or possibly an issue with the lead. The caller was not with the patient, so they were unable to confirm the status of the ins. The caller stated that the patient has another appointment set up, but they don't want the patient to remain in this kind of discomfort and they don't want to bring the patient to the ER. Agent reviewed considerations and redirected the patient to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned ins (s/n: (B)(6) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.